Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-10361. The pt received the scs system on (B)(6) 2010. It was reported the pt's stimulation is very positional. In addition, the pt experiences spasms when stimulation is turned on. The pt is currently working with her neurosurgeon to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.